Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. In addition, the user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that the customer was admitted to hospitalization with a blood glucose (bg) of 1300 mg/dl and possible heart attack. Treatment was administered via insulin drip. Review of pump data by tandem technical support revealed multiple low insulin alerts that were not addressed by the customer, and an empty cartridge alarm. In addition, an auto off alarm was also noted. Per pump data, the auto off alarm had been manually set to 5 hours and the customer had not interacted with the pump within 5 hours of the alarm. No additional information was provided.